Manufacturer narrative:
The patient's physician reported that the mesh had deteriorated between the time it was implanted on (B)(6) 2010 and the time it was explanted on (B)(6) 2011. Culture reports following the explant indicated heavy growth of (B)(6), however the mesh was not identified as the source of that infection. The surgeon later reported that the patient is vre resistent and he believes the graft degradation was a result of contamination from the patient's previous ileostomy site. While the graft was not indicated as the source of the infection, it is an adverse reaction listed in the product's instructions for use. The IFU states that if an infection develops, to treat it aggressively. Based on the information received from the patient's physician, it does not appear that a failure of the device has occurred.

Event description:
On (B)(6) 2011 - patient's abdominal wound repaired with xenmatrix graft. No infection noted. Abdomen was open (contaminated wound class). Wound vac dressing applied, silverton dressing placed directly on top of graft then covered with vac sponge. On (B)(6) 2011 - wound vac dressing changed and md noted graft had areas of discolored spots. Graft was intact. On (B)(6) 2011 - pieces of graft material noted in wound vac suction container. Md removed dressing and says graft had disintegrated in the area of wound vac. Mesh explanted, wound washout performed.